Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the 26 millimeter (mm) implant of this transcatheter bioprosthetic valve, the valve was 80% deployed and was constrained. The valve was removed and pre-balloon aortic valvuloplasty (bav) was performed. The valve was re-inserted and deployed to 80%. It was determined that due to excess movement, there was not sufficient radial force to the keep the valve in the desired location. The valve was removed and a 29 mm valve was used for implant. No adverse patient effects were reported.